Manufacturer narrative:
Analysis was normal. No anomalies were found. The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number e19974033 for manufacturer abbott under (B)(4).

Event description:
The initial medical device report was submitted via an alternative summary report on 01/31/2018 under authorization number e19974033 for manufacturer abbott under (B)(4).

Manufacturer narrative:
Correction: - follow-up type 'device evaluation' should have been selected in manufacturer report number 2938836-2019-01876.